Manufacturer narrative:
Additional information: h3, h6. The actual device was not available; however, a video of the sample was provided for evaluation. The video shows that the connection does not remain securely engaged with product code 2c6254. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 unique device identifier: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets "came apart" at an unspecified location. The reporter stated that the connection was "not staying secured". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.